Manufacturer narrative:
Product event summary: the full lead was returned for analysis. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The proximal conductor of the lead also became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The analyst commented that no stylet was returned, therefore the condition and brand of the event stylet is unknown. A fresh medtronic stylet was used to perform a test, resistance is felt at 2.3 and 9cm where it stops. The distal conductor and proximal conductor were damaged at implant attempt and are distorted and do not allow passage.

Event description:
It was reported that the physician had difficulty removing the stylet out of the lead. It was also reported that the physician was unable to insert a new stylet into the lead. A new lead was chosen and implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).